Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device would not spin. It is known that the device was being used during surgery. It is known that there was no patient or user injury and no medical intervention occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. No additional info provided.